Manufacturer narrative:
(B)(4). The following information is unknown at the time of this report: device product code unknown. Device manufacturer date: unknown. The reported device is expected for evaluation, but has not yet been received. Once investigation is complete, a follow up medwatch report will be submitted.

Event description:
It was reported that the patient presented with a fractured screw which separated at a position that would not allow for removal. The internal of the implant appears to be a bent at implant platform. There is no report of patient injury.

Event description:
It was reported that the patient presented with a fractured screw which separated at a position that would not allow for removal. The internal of the implant appears to be a bent at implant platform. There is no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the patient presented with a fractured screw which separated at a position that would not allow for removal. The internal of the implant appears to be a bent at implant platform. There is no report of patient injury. G4: 10 jul 2019. The reported unknown device was not received for evaluation. The reported condition a fractured screw which separated at a position that would not allow for removal. The internal of the implant appears to be a bent at implant platform was not confirmed. A device history record (DHR) review could not be performed for the reported device as the lot number is unknown. A complaint history review could not be performed a the reported device item number is unknown. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.